Event description:
The patient's identity was discovered. The patient underwent a full revision surgery on (B)(6) 2016. The reason for lead replacement was listed as lead discontinuity. The patient's explanted lead and generator have not been received to date as the hospital keeps all explanted devices and does not return. No additional relevant information has been retrieved to date.

Event description:
A livanova therapeutic consultant was informed that an unidentified patient was being scheduled for a full revision surgery due to an unspecified impedance issue. The facility is currently unwilling to disclose any further information regarding the patient or issue. No additional relevant information has been received at this time.